Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. Caller did not remember actions taken to resolve the issue, and no frequent or recurring occlusion issues were reported.